Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information was requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that there was a stem removed due to subsidence. Medical records and patient details not available.

Manufacturer narrative:
An event regarding stem subsidence involving an omnifit eon 132 stem was reported. The event was not confirmed. Device history review: a review of the DHR showed that all devices accepted into final stock conformed to specification. Complaint history review: there have been no other similar events reported for this manufacturing lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that there was a stem removed due to subsidence. Medical records and patient details not available.